Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm twice during drain 0 of 3 of treatment. The patient was connected for treatment. No fluid leak was noted. The patient bypassed to fill 1 and fluid began leaking from the cassette door. Upon follow up, the patient stated that treatment was completed on the cycler that night after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was returned without original packaging or labeling. The sample was received with all the lines cut at the end of them, only some of them were received with the clamp. A line that was not assembled to the cassette was received. During disinfection of the sample, a leak was confirmed due the patient line arriving detached from the cassette. During visual inspection with a microscope, it was found that the patient line was not assembled correctly. It can be observed that the tubing has solvent all over the external of the tube, however, the port of the cassette has solvent only on the tip end internally as well as the tube seems that was assembled only the tip end, leading to a separation during the treatment. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm twice during drain 0 of 3 of treatment. The patient was connected for treatment. No fluid leak was noted. The patient bypassed to fill 1 and fluid began leaking from the cassette door. Upon follow up, the patient stated that treatment was completed on the cycler that night after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.